Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the louver cover for the imaging system was damaged and hanging from one spring. To restore functionality, the component was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the gantry of the imaging system was making a rattling noise when the tube and detector were rotated. There was no patient present when this issue was identified. No additional information was provided.